Event description:
Twos noted on rv lead; unable to reproduce at clinic check; vt nid extended and rv sensitivity changed from 0.30 and 0.45. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).